Event description:
It was reported to fresenius that a clog occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The patient had been in treatment for approximately 8 days when the reported event occurred. The clogging occurred within 12-18 hours of using the dialyzer. The dialyzer kit has a runtime of approximately 39 hours. The patient experienced approximately 50 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment settings were adjusted to address the clogging issue. Blood flow (bf) was set to 120 (units unknown) and dialysis flow was set to 2700 (units unknown) with a reduction in the ca substance from 1.5 to 1.3. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample was not available to be returned to the manufacturer which prevented the completion of a physical evaluation. Photographs of the sample were also not provided. Due to 100% testing, it is highly unlikely that a failure would be detected in a retention sample. Furthermore only a small number of reserve samples are available. Therefore, analysis of the retention samples is not performed. A review of the batch records was completed. (B)(4) units originated from this lot and were inspected according to protocol and found to be conforming to specifications. No indication of any relationship with the reported failure mode was identified during the review.

Event description:
It was reported to fresenius that a clog occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The patient had been in treatment for approximately 8 days when the reported event occurred. The clogging occurred within 12-18 hours of using the dialyzer. The dialyzer kit has a runtime of approximately 39 hours. The patient experienced approximately 50 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment settings were adjusted to address the clogging issue. Blood flow (bf) was set to 120 (units unknown) and dialysis flow was set to 2700 (units unknown) with a reduction in the ca substance from 1.5 to 1.3. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h6 (health effect - clinical code).

Event description:
It was reported to fresenius that a clog occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The patient had been in treatment for approximately 8 days when the reported event occurred. The clogging occurred within 12-18 hours of using the dialyzer. The dialyzer kit has a runtime of approximately 39 hours. The patient experienced approximately 50 ml of blood loss. There was no serious injury or required medical intervention reported. The treatment settings were adjusted to address the clogging issue. Blood flow (bf) was set to 120 (units unknown) and dialysis flow was set to 2700 (units unknown) with a reduction in the ca substance from 1.5 to 1.3. The sample is not available to be returned to the manufacturer for physical evaluation.